Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014 and the lens was explanted on (B)(6) 2014 due to malposition of the lens. The icl fell behind the sulcus without being tucked on the sulcus. No lens contact. See MFR# 2023826-2014-01016 for the other eye.